Manufacturer narrative:
Since calibration and qc were acceptable a general reagent problem can be excluded. It appears that not enough sample was pipetted for the initial result. It can be assumed that a preanalytical issue is the actual root cause for this issue.

Manufacturer narrative:
(B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of a low chol2 cholesterol gen.2 test result for one patient sample that was run on a cobas 6000 c (501) module (c501). On (B)(6) 2017 an initial cholesterol result of 138.6 mg/dl was reported to the patient. The patient did not agree with this result and requested a repeat test. Repeat testing of the same sample tube was performed on (B)(6) 2017 and a cholesterol result of 227.8 mg/dl was obtained. The repeat cholesterol result was deemed to be correct. There was no allegation of an adverse event. The customer decided to repeat other patient samples retrospectively but no other discrepancies were discovered. No specific results were provided. The cholesterol reagent lot number was 25068501 with an expiration of 31-jan-2018. The customer stated that the instrument's maintenance is up to date and all probes appear okay. They had no problems with any other tests.